Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 14mm x 7mm located in the ophthalmic segment of the left ica (internal carotid artery). During the procedure, it was reported that balloon angioplasty (an option presented in the instructions for use, u.s.) On the distal segment of the pipeline was required to achieve full wall apposition. The patient was on dual anti-platelet therapy. No patient injury was reported as a result of the procedure.